Manufacturer narrative:
The unknown cr tibial insert was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability. An evaluation of the device(s) cannot be performed as the device was retained by the patient and was not returned tot he manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "this patient was revised due to instability. No previous medical records were available to the sales rep at the time of revision."